Event description:
A report was received that the patient was experiencing rectal pain after being reprogrammed to acheive adequate therapy. The patient does not want to undergo any further reprogramming sessions and the phyisician plans to explant the patient's device.

Event description:
A report was received that the patient was experiencing rectal pain after being reprogrammed to acheive adequate therapy. The patient does not want to undergo any further reprogramming sessions and the phyisician plans to explant the patient's device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, serial#: (B)(4), model description:trial st lead with preloaded enhanced stylet - 50 cm model#:sc-1110-02 serial#:(B)(4) model description:precision implantable pulse generator (ipg)

Manufacturer narrative:
Additional information received indicated that the rectal pain was assessed by the physician as part of the patient's pudential nerve entrapment and in keeping with pudential neuralgia. The physician explanted the patient as well operating on the patient's ligaments surrounding the nerves. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.